Event description:
It was reported that an inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed, during which a broken tubing from the pump reservoir was identified; as a result, the pump was removed and replaced. The cause of the fluid loss was attributed to the broken tube. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404155 serial number: n/a batch/lot number: 1100804757 model/catalog description: reservoir 65 ml pc/iz unique identifier (UDI) #: (B)(4).